Event description:
It was reported that an intraocular lens (iol) injector had a tear in it (cartridge crack). The surgeon was able to successfully inject the lens without damaging the lens. There was no patient intervention. Only the injector is available for product investigation. The lens remains implanted. Through follow-up, the customer clarified that the tear was at the tip of the injector. The tear tore down the shaft. There was no patient injury. Patient identifiers were not available. No additional information was provided.

Manufacturer narrative:
Age, weight, ethnicity: information unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information on patient identifiers. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device available for evaluation? Yes. Returned to manufacturer on: apr 20, 2022. Device evaluated by manufacturer¿ yes. Device evaluation: the complaint simplicity was received inside of a bag. Visual inspection under magnification revealed that the handpiece was received with the plunger rod in an advanced position. Further inspection revealed that the cartridge and cartridge tip were cracked. No further issues were observed. The complaint issue of cartridge tip cracked/damaged could be confirmed; however, based on the the complaint investigation, the complaint issue could not be confirmed to be related to manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.